Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the movement of the non-endologix thoracic stent of 3.1mm as well as the increase in diameter in this area of 7.5mm events are confirmed. Clinical investigation determined that due to the off-label use, a failure of the non-endologix stent, and no device malfunction of the endologix bifurcated stent graft was seen. There was no aortic abdominal aneurysm (aaa) sac growth noted, however, the case was off IFU due to concomitant product use condition (right accessory renal coil as well as thoracic stent). The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2 with duraply.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and two (2) ovation ix extenders to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately six (6) months post initial procedure, the patient present asymptomatic with migration of the thoracic topper and aneurysm enlargement. The physician performed re-intervention and elected to successfully re-line the existing grafts with the ovation ix abdominal stent graft system. The patient was discharged post- op day one.